Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, set screw driving failed during screw in of the lead. Set screw driving was attempted a few times but screw driving could not be done as required. The ipg was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.